Event description:
It was reported that the right ventricular lead exhibited oversensing which caused inappropriate high voltage therapy. On (B)(6) 2017 the lead was capped and replaced. During the procedure, insulation abrasion was noted on the lead. That patient was stable post procedure.

Manufacturer narrative:
The reported field event of insulation abrasion was confirmed but the field event of oversensing could not be confirmed. A partial lead with the connector pin measuring 16.0 cm was returned for analysis. External insulation abrasion was noted at 13.8-14.5 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact at this location.